Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that five minutes after being moved, the IV pump infusing an antibiotic alarmed "channel disconnect¿ and stopped infusing. The pump module was replace and the infusion was restarted. There was no report of patient harm. The facility¿s biomed identified "defective" iui connectors and replaced the iui connectors.